Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to emergency room (ER) with symptoms. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There were stored ventricular episodes with inappropriate therapy. There were stored ventricular episodes with delivered inappropriate anti-tachycardia pacing (atp) and shocks therapy. It was noted that the ventricular arrhythmia appeared to be possibly atrial driven. The rhythm appeared to be a one-to-one ratio. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. The hcp noted that the patient would be admitted to the hospital for further observations. No additional adverse patient effects were reported. This ICD remains in service.